Manufacturer narrative:
No product was returned for evaluation. The report of low speed operations and pump stoppages were confirmed per the evaluation of the submitted log file; however, the cause of these events could not be conclusively determined. The log file captured several instances of low speed operations and pump stoppages between (B)(4) 2016 to (B)(4) 2016. These events occurred while the system was on the power module. Although the log file evaluation cannot conclusively determine the specific cause for the low speed operations and pump stoppages, these events appear consistent to a potentially compromised wire in the percutaneous lead. The patient remains ongoing on vad support using the ungrounded patient cable with no further related issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2015-02170 for the report of the patient¿s previous external percutaneous lead replacement. (Complaint (B)(4)). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 10 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2006. It was reported that on (B)(6) 2016, the patient arrived at the clinic after pump stoppage events during the prior week. These pump stoppage events occurred while the lvad was connected to the power module, and did not occur on battery support. Previously, in (B)(6) 2015, the patient was admitted with pump stoppage events, and a complete replacement of external percutaneous lead (driveline) was completed. Since the replacement, the patient had no further issues until this event. The patient was asymptomatic. The patient was admitted for overnight observation and the lvad system was placed on an ungrounded power module patient cable and no additional alarms occurred. It was reported that the patient had not gained a significant amount weight, there was no recent trauma, and there did not appear to be any obvious damage to any of the external equipment. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team and confirmed multiple pump stoppage events while the lvad was supported by the power module. On (B)(6) 2016, it was reported that the patient was ongoing with the lvad supported on an ungrounded power module patient cable, and that no additional alarms have occurred. The patient was to continue to be supported on an ungrounded power module patient cable at home. If further pump stops occur on the ungrounded patient cable or battery support, it was reported that a pump exchange would be considered.